Event description:
In the process of contacting the patient to notify patient that their device may be nearing end of service, it was discovered that the patient's device had been programmed to off for appoximately 4 months due to atonic seizures. It was reported that the patient began having atonic seizures after vns implant. The patient's device was programmed to rapid cycling, but at low settings since the patient wanted their voice changes with stimulation to be less noticeable. The patient was hospitalized for long-term monitoring for one week during which time the vns was programmed to off and their eeg reportedly improved. The vns was later permanently programmed to off and the patient has since experienced no grand mal seizures and no atonic seizures, but patient continues to experience a lot of petit mal and partial complex seizures. Neurologist is reportedly considering explant of the generator.